Event description:
It was originally reported that the pt began to feel sick after the doctor began to wean pt off dilaudid due to pt not finding a new doctor to refill pump. Additional info reported: the pump was explanted. Prior to explant an x-ray confirmed the catheter was broken in 2 pieces. Per this reporter, the catheter was not explanted since it was found "wrapped around pt's back". It was later reported that the hcp "had trouble trying to get the catheter out"; it was uncertain if it was explanted or not. The hcp "had no plans to reimplant anything". The pt also had a stimulator. The pump was discarded. Per this reporter, the surgery was successful and the pt was doing well.

Manufacturer narrative:
(B) (4).